Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing arthritis and back pain was exacerbated under the lifevest equipment. Patient described the area as painful in the back and shoulders. There was no alleged device malfunction contributing to the irritation. The patient¿s chiropractor has been working with the patient for treatment. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.